Event description:
Boston scientific crm received information that the patient with this pacemaker was admitted to the hospital following a collapse (may have been a fall or syncope). The patient's wife stated she was concerned with the function of the device. She also alleged that a clinician made two calls requesting a field representative come to the hospital to check the device, however, no company representative had showed up. Technical services (ts) and the customer contact center were unable to find any records verifying these requests. The ts consultant arranged for a field representative to be paged to the hospital to check the device. Subsequently the device was explanted and replaced. There were no adverse patient effects. The device has been returned for analysis.

Manufacturer narrative:
The field representative indicated the system check revealed normal pacemaker and lead function. The outputs were noted as a bit lower than she would typically program to, however, she did not recall making any programming changes as there was no evidence of any performance issues that could be clearly associated with the patient's collapse. No additional information is available at this time. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Microscopic visual inspection found holes in all the seal plugs. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.